Event description:
A customer contacted physio-control to report that their device would not power on. There was no patient involvement in the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker further evaluated the customer¿s device at the product assessment center (pac) and the technician was able to verify reported issue. The device arrived in pac with multiple screws missing due to screw boss's being sheared off internally. There are also multiple screws being held into the device with tape which indicates neglect of the device. The device was not opened due to the state of neglect observed and due to its customer owned status. A cause of the reported issue could not be determined. The device will be returned to customer per customer's request.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no patient involvement in the reported event.

Manufacturer narrative:
Due to character limitations was left blank. The initial reporter¿s phone number (B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report.